Manufacturer narrative:
Investigation of the cadd solis vip 2120 pump was visually inspected and the outer aspect of device was in good condition, however the lens was damaged. Complaint of failing upstream occlusion concluded to be caused by the upstream sensor was found to be off. Event log on (B)(6) 2019 9:56:37 was replicated and upstream sensor turn on/off, set to off. Sensor tested and was functional. When removing the key pad and labels, it was found to have tamper seal missing. The device was tested with upstream sensor " on" with resolution of event described. No problem identified with device and testing passes all functional delivery tests.

Event description:
Information was received that cadd®-solis vip pump failed down stream occlusion test discovered during facility evaluation of pump. No patient involvement.